Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from four patient samples and a troponin I-free sample when using a vitros eci immunodiagnostic system. The most likely assignable cause of this event was instrument related, as troponin I free precision test was outside of ocd acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eci system to its expected performance. Following these action, acceptable vitros tropi es precision was observed. There was no indication that a reagent issue contributed to the event. Finally, the investigation determined the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The most likely assignable cause of this event was instrument related.

Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results obtained from four different patient samples and a troponin I-free sample processed on a vitros eci immunodiagnostic system. Troponin I free sample= 0.292 ng/ml versus expected <0.012 ng/ml, patient tropi es= 0.079 ng/ml versus expected <0.012 ng/ml , patient tropi es= 0.089 ng/ml versus expected <0.012 ng/ml, patient tropi es= 0.314 ng/ml versus expected <0.012 ng/ml, patient tropi es= 0.071 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).